Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that an alert was detected for right atrial automatic threshold (raat). Ts discussed that the device had recently been implanted and the reason for the test failure was due to a low revoked response signal. The device was operating as programmed. This device was explanted, and it has returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited right atrial automatic threshold (raat) test > programmed or suspended. Ts discussed that the device had recently been implanted and the reason for the test failure was due to a low revoked response signal. The device was operating as programmed. This device was explanted, and it has returned for analysis. No additional adverse patient effects were reported.